Manufacturer narrative:
Age at time of event: 18 years or older., (B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded and there was contrast in the device. Microscopic and tactile inspection revealed a break in the hypotube at 72cm from the strain relief. The fracture faces were oval as if kinked prior to separation. There were numerous kinks in the hypotube. Inspection of the corewire presented no damage or irregularities. Microscopic inspection of the tip found no irregularities or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 01-feb-2016. It was reported that crossing difficulties were encountered. The 80% stenosed, 16x3.5mm target lesion was located in the moderately tortuous and moderately calcified left main artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.